Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained right ventricular oversensing (nsrvo) was noted. The oversensing was noted to be due to rv lead noise. Lead revision was discussed. The patient presented in clinic and the noise could not be reprogrammed. The patient got admitted in hospital for infected teeth treatment. The patient was implanted with leadless pacemaker. No information was available regarding the intervention of the rv lead.